Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter tip mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-lead technologist. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they were unable to deliver the destination device sheath. The tip of the sheath became damaged on insertion. The sheath needed to be removed and replaced. The patient's condition was stable, and the procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 26oct2020. The type of procedure performed was an arteriogram and contralateral intervention. There was reported disease, the tech was not certain if the dilator was snapped into the back of the sheath. The sheath never delivered to final endpoint so had to be exchanged for a new one.